Event description:
A male, 2 weeks post-placement of cook retrievable "tulip" vena cava filter prior to decompression laminectomy for lumbar spinal stenosis had an uneventful post-op course until he had sudden onset of near or actual syncope, diaphoresis, and dyspnea. On arrival at ed his bp was 80 systolic and o2 saturation was in the 70's. Chest radiograph reveal vena cava filter struts in the region of the right ventricle, and an echocariogram showed a mass partially obstructing the tricuspid valve. He underwent immediate thoracotomy with retrieval of the device from the right heart, repair of the tricuspid valve and left main pulmonary artery embolectomy. He was dismissed from the hosp 5 days later,doing well on oral anticoagulation.